Manufacturer narrative:
Sc-1200 (sn: (B)(4)). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was experiencing pain at the pocket site. X-ray was taken and showed no signs of infection. The patient underwent an ipg explant procedure.

Event description:
A report was received that the patient was experiencing pain at the pocket site. X-ray was taken and showed no signs of infection. The patient underwent an ipg explant procedure.